Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. Patient reported replacement/ revision. Patient stated the original placement of the ins was too close to her hip bone and ins burns if she has it on too long and it hurts when she recharges implantable neurostimulator (ins). Patient also said that when it was first implanted it was very close to the surface and now that she has lost some weight since then the revision the ins is close to the surface again. Patient indicated a revision occurred. Patient said that she went to a different pain doctor for revision and said that hcp attempted to move ins however due to limitation of lead length unable to move the location of ins, so the patient said that hcp wrapped it in some medical wrap and placed back in same location, thinks he might have flipped it somehow. Patient redirected to hcp to check device. Patient reported symptoms are burning, hurts and ins near the surface. Location of symptoms are at ins pocket site by left hip and scar above ins. This was considered a sudden change in therapy/ symptoms. Patient said stimulation does help with nerve pain. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2018. The circumstance that led to the device being placed close to their hip was the surgeon¿s decision. There was not a manufacture representative (rep) there at the surgery. A different surgeon re-implanted with medical material. It still burns if used for more than 4 hours so the issue is not resolved. No further complications were reported/are anticipated.